Manufacturer narrative:
The removed implant was returned for evaluation. A visual examination was performed; no abnormalities were identified. The implant was intact with no damage noted. Based on the results of our evaluation, we cannot determine the cause of the difficulty reported.

Event description:
Approximately 2 weeks post-operatively, it was noted on radiographic imaging that the device had shifted. The surgeon performed a procedure to remove the device successfully.